Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - ni. Manufacture date ¿ ni. This report is number 1 of 5 mdrs filed for the same patient (reference 3002806535-2016-00570 / 3002806535-2016-00575 / 0001825034-2016-02675 / 02677). Product location unknown.

Event description:
Patient underwent a hip revision procedure approximately nine years post implantation due to elevated metal ions and high metal sensitivity; the metal-on-metal system was replaced with a dual articulation hip system.